Manufacturer narrative:
Additional information: the device was being used for post-dilation following stent placement. The target lesion had no tortuosity. Due to the failure of the nc sprinter balloon to deflate after it entered the stent, a second myocardial infarction occurred, lasting about 5 minutes. It was relieved after the balloon was removed. The mi and chest pain were treated by performing emergency pci pre-dilatation and then implant of the non-medtronic stent in the cir cumflex branch. After the non-medtronic stent was implanted in the circumflex artery, the artery was opened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Note: this event was initially reported under two medtronic complaint records: pe 708864859 / MDR 9617601-2026-00964 and pe 708887766 / MDR 9617601-2026-00961. However, following submission of the initial MDR reports, the two complaint records were determined to represent the same event. To prevent duplicate regulatory reporting, pe 708864859 / MDR 9617601-2026-00964 has been designated as the primary complaint record. All subsequent information and follow-up related to this event will be reported under MDR 9617601-2026-00964 going forward. Additional information: the patient underwent an emergency percutaneous coronary intervention (pci) due to occlusive lesions and an acute myocardial infarction. It was reported that during a procedure involving one nc sprinter rx coronary balloon, deflation difficulties were encountered and the device could not be withdrawn from the coronary artery after inflation. The target lesion was located in the mid circumflex (cx) artery which exhibited severe tortuosity, severe calcification, chronic total occlusion (cto) of 100% and mid-segment stenosis of 95%. Inflation of the device on the first inflation at 10 atm was reported to feel slow, so a second inflation was performed at 12 atm. The device would not deflate at the lesion site after the second inflation. The balloon could not be placed at the lesion site, and deflation was not possible. Deflation difficulty occurred after approximately 10 minutes. The balloon was difficult to remove from the patient's vasculature. The balloon was in a filled state before being removed. The issue was resolved by adequately diluting the contrast agent inside the balloon with normal saline, allowing the balloon to be successfully withdrawn from the patient. Because the patient had a chronic occlusive lesion, the patient experienced prolonged mild ischemic chest pain but vital signs remained stable and did not cause serious injury. Due to the failure of the nc sprinter balloon to deflate, a second myocardial infarction occurred, lasting about 10 minutes. The mi and chest pain were treated by performing emergency pci pre-dilatation and then implant of the stent. Blood flow was restored and was unobstructed after stent implantation. The surgery was successful. After the device was removed from the body, attempts to deflate it were found to be slow. It was not difficult to remove the protective sheath/stylette. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device to the lesion. Excessive force was not used during delivery. The device was not moved or repositioned while inflated. The contrast agent concentration of 1:2 was used. The event did not result in significant injury to the patient, however, it prolonged the duration of the myocardial infarction. The stent did not encounter any issues due to difficulty with balloon deflation. No further patient complications have been reported as a result of this event. Patient weight. Initial reporter first name. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter rx coronary balloon, deflation difficulties were encountered. During the procedure, an issue occurred where the balloon could not deflate and be withdrawn from the coronary artery after inflation. The patient experienced mild ischemic chest pain, but vital signs remained stable. The issue was resolved by adequately diluting the contrast agent inside the balloon with normal saline, allowing the balloon to be successfully withdrawn from the patient. The patient did not experience any complications, and the surgery was successful. No further patient complications have been reported as a result of this event.